Event description:
It was reported that the stenoscope sys failed to fluoro during a case. The sys was replaced with another. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep tightened all connections on the power plug. Sys functions are intended.